Event description:
The staff member had completed a transfer and was taking the motor back to the charging station while raising the unit up at the same time. With the motor back at the charging station and while still holding the 2 point hanger bar, the staff member released the up button. The unit continued to go up. The staff member pulled the emergency release cord, but it continued to go up. The staff member's finger was caught in the plastic lower frame. The unit was eventually stopped by pulling on the cord a second time. No description of treatment was provided. MFR.